Manufacturer narrative:
The explanted device was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during the routine device replacement procedure; the explant of this cardiac resynchronization therapy defibrillator was very difficult due to a lot of ingrown tissue around the leads and the device. The physician used nearly all his instruments to get the device out of the pocket. Forceps were used to pull at the header of the device. A portion of the device was out of the pocked and pulling was enforced; then a cracking noise was heard and the device was explanted; however, it was observed that one side of the header was lifted from the device (broken off). The device was still pacing continuously as programmed, so no pause was caused. It was felt that there was no defect with the header before the pulling with force was used on the header. The device was removed and replaced. The replacement procedure was successfully completed. The explanted device was not returned to boston scientific. No adverse patient effects were reported.